Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump froze. After removing the battery for 10 minutes, the insulin pump had a continuous tone. The screen then froze again. The buttons were not working. The time was advancing. Customer's blood glucose level was 140 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons function properly. No damage noted on keypad traces. The keypad connector on lcd was locked. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and no anomaly noted. No frozen screen or audio/beep anomaly noted. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.